Event description:
A physician reported a pt who was initially skin tested on 7/12/99 and 7/24/99, both with negative results. On 9/29/99 the pt was treated at the glabella and the oral commissures. During the procedure, the physician noted a purple discoloration at the glabella, the pt also complained of discomfort at the glabella. No medical or surgical intervention was planned or prescribed on that date. On 10/4/99 the pt was examined and the physician noted an "ulcer" at the glabella, but no symptoms at the oral commissures. The physician diagnosed necrosis, and prescribed oral dicloxacillin and topical diprolene cream. The physician was not certain if the event was associated with the product or with the technique of injecting and the possibility that the needle contacted a blood vessel.